Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) can not be powered on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) evaluated the unit and found machine cannot be turned on. The fse confirmed the failure and determined it to be a power module failure. The customer is not considering repairs at this time due to pricing. A supplemental report will be sent if additional information is received.

Event description:
N/a.